Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error - per tandem's user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump." Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 140 mg/dl. Reportedly, the customer added/removed insulin from the cartridge outside of the load sequence. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event.